Event description:
One endeavor sprint over the wire drug eluting stent was implanted in the mid lad during the index procedure. The pt was discharged the following day on aspirin and clopidogrel dosing. Approximately one month post index procedure, the pt presented vomiting up blood, a gi endoscopy was performed and showed erosive esophagitis, gastritis and an otherwise normal upper endoscopy. Clopidogrel was discontinued on the day of the bleeding event. Pt recovered with treatment. The investigator has stated that this event was not related to the device or index procedure and was possibly related to the study drug. Approximately five months post index procedure, the pt was admitted with worsening angina and coronary artery disease in new vessels. Revascularization of two lesions was performed. Clinical indication for intervention was positive history of recurrent angina pectoris presumably related to the target vessel. The investigator has stated that this event was not related to the study device, procedure or drug. The pt recovered with treatment. Approximately 6 months post index procedure, the pt was involved in a motor vehicle accident and was treated for bleeding from multiple lacerations and a pulmonary embolus. The pt was treated with sutures and an ivc filter was placed to treat the pulmonary embolus, pt is continuing the anti-coagulant treatment.

Manufacturer narrative:
(B)(4). Eval, results: gi bleed & revascularization.